Event description:
It was reported when using bd vacutainer® sst¿, three tubes were collapsed during use. There were no health consequences or impacts reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. Investigation summary: photos of one customer returned sample and one customer submitted photo were reviewed for investigation. The photos were reviewed and the indicated failure mode for outside manufacturing heat source was observed. Additionally, 30 retention samples from bd inventory, were evaluated by visual examination and the issue of outside manufacturing heat source was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of outside manufacturing heat source. Bd determined that the root cause of the indicated failure mode was attributed to elevated temperatures (in excess of approximately 55°c). This can happen during the assembly process, when shelf-packs are shrink-wrapped using heat; or post manufacture, during transportation/storage. During manufacturing the plastic film covering each shelf pack is "heat shrink" material. Each shelf pack passes through an oven, the film is heated, and it shrinks to fit the pack. If a shelf pack remains within the oven for too long, then heat damage can occur. The speed of the conveyor has been designed to ensure that the tubes are subject to this heat for a minimum amount of time. If there is a jam in the process it is possible for a shelf pack to become trapped inside the oven. Sensors have been implemented in the shrink warp tunnels to alert the operators when a jam occurs. Operators are trained to remove any shelf packs that are jammed inside the oven and discard them. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.